Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced vomiting , a headache and was very tired and not feeling good. The patient did a fingerstick and the cgm was reading low mg/dl and the blood glucose reading was 480 mg/dl. Due to the symptoms the patient went to the hospital and when the patient arrived here another fingerstick was taken and the blood glucose reading was 480 mg/dl. The patient received intravenous treatment with insulin, was given pepcid 3 times a day and was admitted for a total of 3 days. It was reported however that from the second day at the hospital, the patient had already recovered. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.